Event description:
As reported by the affiliate, when the physician was taking the stent out from its sterile cover, he found that the balloon dilatation hub was cracked. There was no difficulty in removing the product as the product was not taken out of the loop. The device was not pulled from the package by the hub. The device was not torqued or steered by the hub.

Manufacturer narrative:
This device crb 33350 (lot 14038975) is distributed outside the united states; however, it is similar to the united states product cxs 33350. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.